Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged at post-implant followup. The dislodgement was confirmed via x-ray and a revision procedure subsequently performed. The lead was repositioned without consequence to the patient and remains in service. No additional adverse patient effects were reported.